Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, at the routine 45 day follow up transesophageal echocardiography (tee), imaging showed that the 27mm closure device had shifted. The closure device is now showing to be tucked under the chicken wing with a leak measuring less than 5mm. The patient continued the medication regime of eliquis 5mg bid (twice a day) and aspirin 81mg. The coordinator scheduled another follow up tee on (B)(6) 2025 to reassess the leak. There were no changes in device position or leak. The patient remains on blood thinner medication. No future intervention planned.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0034232306. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift and implant did not seal (medication required). Risk review a risk review was completed and confirmed that the events of implant movement/shift and implant did not seal were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2025, at the routine 45 day follow up transesophageal echocardiography (tee), imaging showed that the 27mm closure device had shifted. The closure device is now showing to be tucked under the chicken wing with a leak measuring less than 5mm. The patient continued the medication regime of eliquis 5mg bid (twice a day) and aspirin 81mg. The coordinator scheduled another follow up tee on (B)(6) 2025 to reassess the leak. There were no changes in device position or leak. The patient remains on blood thinner medication. No future intervention planned.